Event description:
It was reported that during a da vinci surgical procedure, the cannula broke into two pieces with the shaft separating cleanly from the larger/heavier piece. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The cannula was returned and evaluated. Failure analysis found the cannula to be broken. The bowl was completely broken and snapped off from the cannula tube. The tube portion that typically sits inside of the bowl was broken off and remained in the tube. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken tube if to recur could cause or contribute to an adverse event.